Manufacturer narrative:
Missing placement/removal date information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported the implant did not achieve osseointegration in ada site 4. Clinician reports peri-implantitis, infection, overheating of bone, mobility, and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing placement/removal date information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported the implant did not achieve osseointegration in (B)(6) site 4. Clinician reports peri-implantitis, infection, overheating of bone, mobility, and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).